Event description:
It is reported that the patient's bone was very hard and that the surgeon had to drill for roughly 20 seconds in order to achieve proper depth. Post-operative x-rays show that the tip of the pin was broken off and was left in the glenoid.

Manufacturer narrative:
Eval summary: breakage might have been caused due to application of high torque along with bending/deflection during its use. No product was returned. The exact cause analysis cannot be determined with certainty. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.